Event description:
It was reported that the pt was sitting in a wheel chair on non-slip grip pad and on a square chair sensor pad model 8308 with a sitter select ii alarm model 8281 with the wireless nurse call transmitter model 8293. The sensor pad was in between two pieces of dycem. This acted as a vacuum and compressed the sensor (sticking together) so, the sensor could not alarm and the sensor pad was being used upside down. The pt attempted to get up out of their wheel chair and they fell, no pt injury. It was reported that posey district manager went to the facility and tested both the sitter select ii alarm with nurse call transmitter and the sensor pad and they worked without any problems.

Manufacturer narrative:
(Other) posey district manager went to the facility and tested the sensor pad, alarm unit and nurse call transmitter in the correct way it should be used and determined that all three items functioned normally. Eval results: (other) - the sensor pad was not returned to posey. The nurse call pager was received and passed all tests. The sitter ii alarm unit was received and the battery door was missing due to the nurse call pager plugs into the battery compartment.